Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead electrocardiogram incorrectly marked as ventricular fibrillation. This was possible to reproduce with manipulating the pocket area. The pace impedance measurements were also not stable and out of range. A lead fracture was alleged but not confirmed completely on x-ray. The lead was not tested with a pacing system analyzer (psa). The lead was thus surgically abandoned while the implantable cardioverter defibrillator (ICD) remains implanted. No additional adverse patient effects were reported.